Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the distributor in (B)(4) that the cause of the device¿s failure may be a marginal connection to the inspiratory flow sensor, a failed inspiratory flow sensor or other malfunction of the device¿s gas delivery engine (gde).

Event description:
The distributor in (B)(6) reported that the device was alarming "vent inop," "safety valve," "apnea interval" and "low peep." There was no patient involvement reported. They also reported that while troubleshooting the device the device's power supply failed and after replacing the power supply the device is still alarming "vent inop," "safety valve," "apnea interval" and "low peep."